Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/03/2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the abdomen. The patient developed itching, burning, a rash, redness, inflammation, pimples, blisters, drainage, and infection extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The patient self-treated with otc ibuprofen tablets to help with the inflammation/swelling. On (B)(6) 2023, the patient consulted a physician who prescribed an oral antibiotic medication (doxycycline 100 mg, twice per day for one week) for the infection. Photos of the skin reaction in the complaint record were reviewed. The photos show a skin reaction in the shape of the sensor patch footprint that consists of a rash, redness, pimples, blisters, and yellow drainage. The redness extends beyond the sensor patch footprint perimeter and covers the whole upper arm. At the time of the report, the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.